Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported as soon as they received their replacement recharger antenna it connected, located the battery easily, and the charging strength was at its' highest. It was noted the consumer hadn't contacted their managing physician about the implant being tilted, instead they requested the replacement antenna which they received quickly, which was a good thing since their battery was almost out of charge.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer's representative (rep) the recharger wasn't working, it took too long to charge and there was poor coupling. It was further reported during recharging the screen toggled between poor coupling and the reposition antenna screen. Troubleshooting was performed on the call including repositioning the antenna and using the antenna locate feature in an attempt to resolve the issue, with results of 70-80 but then it dwindled down to zero with no change in the location of the antenna, and didn't fix the problem. The rep. Then further reported the top half of the implantable neurostimulator (ins) was more visible, and it seemed like the bottom half was deeper. In an attempt to resolve the issue a new recharger antenna was sent. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.